Event description:
It was reported the patient's peripheral lead is eroding out of the skin. As a result, surgical intervention was undertaken on (B)(6) 2015 during which time the lead was explanted and replaced with a different lead close to the same location. Effective stimulation was achieved postoperatively. Reportedly, no infection was detected. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).